Event description:
It is reported that the device was implanted in 1999. Revision surgery occurred in 2007, due to dislocation. Exact implant date is unk.

Manufacturer narrative:
This report will be amended when our investigation is completed.